Event description:
An a1040 was found to be defective upon incoming inspection. The event was described as; component number 438b1011 was found to have a hole at a rail sliding portion of the unit. There was no patient contact reported with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.